Manufacturer narrative:
This report is being submitted to report corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury and has not been reported for serious injury in the past.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 00784800200, modular neck k 12/14 neck taper, 62831498. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06567. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial bipolar hip procedure. Subsequently, during the procedure, the neck would not assemble with the shell. Attempts have been made and additional information on the reported event is unavailable. No complication or delay reported. No adverse events have been reported as a result of the malfunction.